Event description:
When trailing was completed surgeon placed the proper screwdriver into the trial liner to remove it. The screwdriver tip broke off in the trial. Surgeon tried numerous attempts to remove liner trial.